Event description:
It was reported that the insulin pump fell in water. No further information reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.